Manufacturer narrative:
Boston scientific received information that this device was returned with no additional information. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The local area sales representative had been contacted for additional information. The available information suggests that the device remains in service. If additional information is made available this report will be updated.

Event description:
Boston scientific received information this cardiac resynchronization therapy defibrillator (crt-d) was emitting beeping tones. This device is part of the shortened replacement window advisory, originally communicated (B)(6) 2007. The monitoring voltage at 27 months was unknown. Therefore, device replacement within one month of eri declaration was suggested.